Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, reviewed the unit's logs, the fse did not identify anything unusual in relation to the reported issue. To fix the issue, the fse replaced the top display. Moreover, the fse replaced the safety disk at 6,000,000 cycle interval, the tidal disk at 12,000,000 cycle interval, and 9 volt battery at the yearly interval. The fse then completed a full pm, calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had horizontal lines on the top display. There was no patient involvement, and no adverse event reported.